Event description:
It was reported that pt was having difficulty with recharging their neurostimulator. The icon for "antenna too hot" was appearing the last 4 times recharging was attempted. The pt was having no symptoms externally (no redness, or warmth). The error message would appear about one hour into the recharge session. The pt had not seen the message in the past. The usual charge efficiency was 6-7 bars of coupling. The pt recharges directly against the skin. It was also reported the stimulation was intermittent. It was slightly noticeable to the pt but did not bother the pt. The pt reported warmth in the lead extension connection area. The intermittency/and warmth sensation started in mid-late november. The pt was seen in the clinic. Impedance measurements were normal. The stimulation was good otherwise. F/u was attempted but the pt's physician had not had reports of continued problems.